Event description:
Customer was hospitalized for hypoglycemia. The diabetic educator stated that the event was due to the incorrect insulin concentration that was programmed in the pump. No further details.